Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time and date were incorrect after a pump reset. Customer's blood glucose level was 133 mg/dl. Reportedly, the customer corrected the time and date and resumed insulin therapy.